Manufacturer narrative:
Analysis of the ins found it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had not recharged her old device for years and was the reason for her replacement. Reason for noncompliance was unknown. Replacement of the device resolved the issue. Hcp had no further information. Patient weight was not known. No further complications were reported.